Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a generator change-out, the patient developed an infection. The entire system was explanted. The patient was pacemaker-dependent, so a permanent rv lead was implanted and connected to the explanted device outside the body. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.